Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration) at 2.959 mg/day via an implanted pump for spinal pain. It was reported the patient¿s external equipment was "not working correctly". The patient was "having a heck of a time with the remote finding the position". The patient had to tap retry all the time "and it looks like it's gone all the way through so I put it away and go to hit it next time and I realize it didn't give it to me". It was reported the connection would go all the way to 91, stop then says it could not find the device. During conversation with the patient, it appeared that "not found communicator" was experienced along with no pump response or no pump found. Equipment working as designed on call. Pss assisted the patient to reset the ptm app. The patient did get communicator not found screen which was resolved by ensuring communicator was on. The issue began about 2 weeks ago and for the past 4-5 days it has been "absolutely ridiculous". It was noted connecting was great following refill at the end of (B)(6). Pss reviewed general theory/use of equipment. The patient confirmed the equipment had not been wet/dropped. The patient reset the handset and turned off/on. Pss recommended the patient follow-up with hcp for in-person troubleshooting as the patient felt the equipment was not working. The pump was currently located in their back. It was noted the patient had been in a lot of pain.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# unknown product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.